Event description:
Reportedly these devices were returned from hospital due to cracking and crazing.

Manufacturer narrative:
Evaluation summary=cracks in the polyphenylsulphone material are evident and measure to approximately 6mm and 11mm. There are no broken pieces detected.